Event description:
According to the reporter: on about the fourth firing of the endo gia universal, some flakes were noticed in the surgical field. There were about 6 or so flakes. They were black or purple in color. They were to the right and left of the staple line and they occurred after the jaws opened from being fired. They were not encapsulated in the staple line or on the staple line. The surgeon did not pick up this and did not express any concerns.